Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported via user facility medwatch report which stated: the guide wire broke off while removing it from the electrode in coronary vein. A 5 mm portion remained in vessel. No additional information was provided.